Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the temp basal program would continue to cancel automatically. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: a review of the pump history showed a temp basal was set and manually suspended. The black box for the date of the event was unavailable. The pump manual states the temp basal is cancelled if the pump is suspended, the battery is changed, or the pump is primed while the temp basal is active. The temp basal program was set for 1 hour for testing and the temp basal was successfully completed with no cancellations. No hypersensitive or stuck keys were found on the keypad. The complaint was unable to be duplicated during the investigation.